Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, shaft is observed broken. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a webster catheter. During the procedure, the catheter was found with a scratch on the shaft (with no exposed wire). A second device was used to complete the procedure. There was no adverse event reported on patient.